Event description:
It was reported that the patient had episodes of ventricular tachycardia (vt) treated inadequately with anti-tachycardia pacing (atp). The vt episodes were successfully terminated with appropriate high voltage therapy. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.